Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system upper seal was recommended for replacement. The repair quote has not been accepted by the hospital at this time.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.